Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was capped and replaced during a routine pulse generator change out. The patient was asymptomatic.